Event description:
It was reported to philips that the system image storage disk was full. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the procedure that was to happen when the issue occurred was completed as planned after the customer deleted some patient images. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed that the system could not perform exposures since the image storage was full. Troubleshooting and analysis of the system log files found an "image space is low" error. The diskbay had been replaced during the previous year and the customer replaced the hard disk before reporting the issue. However, the problem did not resolve and the fse suggested having the image processing pc (ippc) replaced, but the customer refused. No further action to repair the system was performed by philips and the final disposition of the device was unknown. The codes were updated based on the investigation outcome.